Event description:
It was reported that a lift out chair was involved in a house fire in 2000 resulting in a death of a minor and serious burns of the user of the lift out chair. The fire marshall for the town reached no conclusion as to the cause of the fire. The user reportedly slept in the chair. The user was on oxygen and the user's spouse reported that the oxygen tube frequently became dislodged and would be found next to the user in the morning. The user also smoked cigars and had been supplied with cigars that evening. Invacare inspected the fire scene in 2000. Preliminary investigation indicates that the fire started at a source external to the lift out chair and that the chair was substantially consumed in the fire. It therefore appears that the cause of the fire was external to the product.